Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Product damage (cannula kink) / difficult/unable to insert through other device: the cause of the cannula kink / inability for pump to pass through the sheath was not determined since product was not returned.

Manufacturer narrative:
H6: codes f05 and a150206 were added per a review of the complaint record.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report represents the impella pump. The related manufacturer device report number 1220648-2025-45741 represents introducer.

Event description:
The complainant reported that upon attempted delivery of an impella cp pump, both the pump and introducer kinked. The introducer was replaced, but the second introducer encountered the same problem. A gore sheath was subsequently placed and the pump was successfully placed for support. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation was completed. The pump reportedly kinked when attempting to pass through the first sheath kink. The cause of the cannula kink was not determined since the product was not returned. E.1 zip code extension was added as it was inadvertently omitted from the initial manufacturer report. E.4 unknown should of been selected on the initial report. Therefore, it was added to this report. H.10 related report number for second introducer was added.